Manufacturer narrative:
No product was returned. We are unable to confim the reported complaint. If the product is returned, ICU medical will reopen this complaint for further investigation.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device is unknown. No information has been provided to date.

Event description:
It was reported that a patient on a continuous life sustaining infusion experienced some side effects due to no specific malfunction from the device or disposable supplies. The patient reported not being able to breathe and passing out, low oxygen levels, headache, jaw pain, nausea, diarrhea, bloating, belching. These side effects were ongoing since the patient was last admitted to the hospital. The patient was unable to go to the emergency room at the time of the report. The patient was able to continue her infusion with the impacted cassette.